Manufacturer narrative:
Qn#(B)(4). The customer returned one unknown vascular product for evaluation. Visual examination of the returned sample revealed that the luer hub was detached from the assembly. Microscopic examination revealed that the point of separation appeared smooth and undamaged, indicating that the extension line had completely separated from the luer hub. Signs of use in the form of an unknown material were observed on the returned sample. A device history record review could not be performed as no lot number or material number was provided. Teleflex marketing was contacted to determine if the returned sample is an arrow vascular product. According to their comments, arrow no longer sells IV tubing, and the returned sample could not be confirmed to be an arrow product. The customer report of an "extension line/luer hub separation in use" was confirmed through complaint investigation. Visual examination of the returned sample revealed that the extension line was separated from the luer hub. Microscopic examination revealed that the point of separation appeared smooth and undamaged indicating that the extension line had been completely dislodged from the luer hub. Because it could not be confirmed if the returned sample is an arrow vascular product, the root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
According to the medwatch form "2 days post-aaa repair, staff assisting patient to mobilize. IV tubing disconnected from luer lock while connected to patient's central line. Right jugular 8.5fr single lumen introducer with catheter. This left pressure cap depressed and the line open to air. Central line removed to prevent clabsi. Line not replaced. No injury to patient".

Manufacturer narrative:
Qn# (B)(4). Information received from customer via a medwatch form. It is unknown if the user facility submitted report to FDA. The customer was contacted via phone call. The customer informs teleflex that the catalog number and lot number of the device is unavailable.

Event description:
According to the medwatch form "2 days post-aaa repair, staff assisting patient to mobilize. IV tubing disconnected from luer lock while connected to patient's central line. Right jugular 8.5fr single lumen introducer with catheter. This left pressure cap depressed and the line open to air. Central line removed to prevent clabsi. Line not replaced. No injury to patient".